Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient started feeling weak about 5 days ago. Also with mild dyspnea on exertion. He was presented to his primary care physician and given the progressive weakness and he was found to have a hgb of 7.7 . A suspect gastrointestinal (gi) source, planned to transfuse two units of packed red blood cells. He had a slow gi bleed that had resolved by admission but subsequently had worsening anemia causing symptoms. The site did not consult gi, bleeding stopped and stool guaiac negative. The patient continued home ppi. Restarted home warfarin dose. Asa will be held for 2 weeks then he will resume on (B)(6) 2020. No further information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.